Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation.

Event description:
It was reported that the physician attempted several times to reposition the lead in the right ventricle (rv). When attempting to screw the helix out it was blocked. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.